Manufacturer narrative:
The heartmate 3 lvas was implanted during the (B)(6) clinical trial, (B)(4). FDA approval for heartmate 3 lvas was received on 23 august 2017. The gtin unique device identifier for the commercial heartmate3 lvas is (B)(4). Manufacturer's investigation conclusion: the evaluation of (B)(4) confirmed white, tissue-like depositions within the pump. Furthermore, a direct correlation between heartmate 3 left ventricular assist system (lvas), serial number (B)(4), and the reported event could not conclusively be established through this evaluation; the account communicated that the event was not device related. (B)(4) was returned assembled with the pump cable severed approximately 4¿ from the pump housing. The remainder of the pump cable and the modular cable were not returned. The sealed outflow graft was returned properly attached to the pump cover outlet port with the outflow graft bend relief engaged to the graft attachment hardware. The apical cuff was returned and secured with the fully engaged cuff lock. The device appeared to have been exposed to a fixative agent prior to returning for evaluation. Upon disassembly of the returned pump, examination of the textured blood-contacting surface of the inflow cannula revealed white, tissue-like deposition. The deposition appeared thin and extended from the middle to distal section of the lumen, into the rotor well/eye of the rotor. Examination of the pump cover found similar depositions on the textured blood-contacting surface of the interior and outflow sections. In addition, the graft attachment also revealed similar depositions that extended into the lumen of the outflow graft material. The observed depositions were not strongly adhered and did not reveal any evidence of laminated layering. The device appeared to have been exposed to a fixative agent prior to being returned. The account also communicated that the device operated as expected, suggesting that the depositions may not have been present during support. The inflow cannula, pump cover and outflow graft interior depositions were sent for histopathology analysis. Per this analysis, these depositions were fibrin clots, with some of the clots exhibiting minimal to mild amounts of collagen deposition. The presence of collagen indicated that some of the clots were associated with longer standing accumulation of host materials. Most of the sections exhibiting collagen were likely associated with the graft components of the lvad. No organisms were seen with any of the special stains and the cause for the deposition formation was not evident. (B)(4) was cleaned, reassembled, and functionally tested on a mock circulatory loop. The device functioned as intended and in accordance with manufacturing specifications. The retrieved lvad event log file contained data on (B)(6) 2020 from 11:39:14 to 14:29:42. Starting at 14:08:54, low flow events were observed as flow gradually decreased down to 0 liters per minute (lpm), consistent with the report that the patient expired. The retrieved lvad periodic log file did not contain any atypical events. The pump appeared to be operating as intended in both files. The relevant sections of the device history records for (B)(4) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The relevant sections of the device history records for the percutaneous lead were also reviewed and showed no deviations from manufacturing or quality assurance specifications. The implant kit was shipped on (B)(6) 2017. Review of the sterilization and packaging documentation in the device history records found no deviations from manufacturing specifications. The heartmate 3 left ventricular assist system (lvas) instruction for use (IFU) is currently available. Section 1 of this document lists respiratory failure, pump thrombosis, sepsis, infection, and death as adverse events that may be associated with the use of the heartmate 3 left ventricular assist system. Section 6 entitled ¿patient care and management¿ also lists thromboembolism as a potential late postimplant complication. Section 1 provides an explanation of all pump parameters, including flow. Section 4 provides information for the system monitor describing the pump flow display and the hazard alarms. This IFU states that the low flow hazard alarm will be triggered when pump flow is less than 2.5 liters per minute (lpm). The IFU explains that changes in patient conditions can result in low flow. Care instructions in regard to preventing infection are provided in various sections of the IFU, including controlling infection. Section 6 entitled ¿patient care and management¿ provides information regarding anticoagulation, including recommended international normalized ratio (inr) values. Section 7 ¿alarms and troubleshooting¿ describes all alarm conditions, including the low flow hazard, as well as the appropriate actions associated with them. The heartmate 3 lvas patient handbook is also currently available. This document also contains information about preventing infection. Section 5 "alarms and troubleshooting" outlines all system controller alarms as well as how to respond to each alarm condition. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The patient passed away. The cause of death was unrelated to the left ventricular assist device (lvad) or lvad therapy.